Event description:
Event description guidant received information that this patient's family is requesting reimbursement for medical expenses she incured as a result of the leads being inserted into the wrong chambers of the header during the changeout procedure for her pacemaker. Her family reports that the patient was hospitalized for this.